Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out procedure, this right atrial (ra) lead needed to be surgically abandoned. When the physician pulled out this lead from the device header, the lead separated from the pin and the outer insulation fell apart. The lead was surgically abandoned. No additional adverse patient effects were reported.